Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer encountered errors c-30 and c-34 on the integrated electrosurgical unit erbe generator. The customer had replaced the energy cables and the neutral pad butt he error remained. The technical service engineer (tse) confirmed the error in the system logs and advised the customer to power cycle the erbe but the error returned. The tse then walked the customer on adjusting the coag setting to classic as a workaround, the customer stated that the surgeon would need to decide on how to proceed and ended the call. The procedure was completed with no reported injury. On april 15 2026, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: customer service was contacted as a corrective action. The procedure was completed robotically without complications using the same generator. Afterwards, a technician replaced the erbe generator with a new unit. Patient-related data could not be provided.